Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary embolism (pe), deep vein thrombosis (dvt), anemia from acute blood loss and metastatic prostate cancer was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram demonstrated the position of the renal veins and no anomalies or intraluminal thrombus. The filter was then deployed without incident. A follow-up venogram demonstrated satisfactory placement without tilting or malposition. All devices were removed and hemostasis was achieved. Approximately one year post filter deployment, the patient was admitted to the hospital for chest pain and shortness of breath. A CT scan of the chest demonstrated diffuse pulmonary metastases with possible pe. A lower extremity ultrasound showed new partially occluded thrombus in the left posterior tibial vein. The patient was anticoagulated, but became anemic, requiring blood transfusion. A nuclear medicine bleeding scan performed did not suggest active gastrointestinal (gi) bleeding, however, given the history of gi bleeding, anticoagulation was discontinued. It was felt that the patient's current situation was more related to the underlying dvt, pulmonary metastases and pe. The patient remained stable and was discharged on hospital day seven. Approximately one year five months post filter deployment, the patient was hospitalized for rectal gi bleeding with anemia. The patient refused any gi scope and was treated with a proton pump inhibitor infusion and a blood transfusion. The hematocrit and hemoglobin improved and the patient was discharged on hospital day four. Approximately one year seven months post filter deployment, the patient presented with increasing shortness of breath and generalized pain and was found to have rectal bleeding with severe anemia. It was felt that the patient had end stage prostate cancer with possible sepsis. The patient was intubated, transfused and given broad-spectrum antibiotics. In spite of these, the patient went into an idioventricular rhythm with no pulse. CPR was initiated and acls protocol implemented without any success. The patient expired with cause of death listed as acute respiratory failure, sepsis and severe anemia. Image/photo review: as medical images were not provided, a review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported sometime post vena cava filter deployment that allegedly the filter detached. There were no reported attempts made to retrieve the filter or detached limbs. The patient allegedly experienced bleeding and pain. Based on a review of the medical records received, approximately one year post filter deployment, the patient experienced a pulmonary embolism. Approximately one year seven months post filter deployment, the patient presented with shortness of breath and generalized pain and was found to have rectal bleeding with severe anemia. It was indicated that the patient had end stage prostate cancer with possible sepsis. The patient went into cardiac arrest and expired with cause of death listed as acute respiratory failure, sepsis and severe anemia.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary embolism (pe), deep vein thrombosis (dvt), anemia from acute blood loss and metastatic prostate cancer was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram demonstrated the position of the renal veins and no anomalies or intraluminal thrombus. The filter was then deployed without incident. A follow-up venogram demonstrated satisfactory placement without tilting or malposition. All devices were removed and hemostasis was achieved. Approximately one year post filter deployment, the patient was admitted to the hospital for chest pain and shortness of breath. A CT scan of the chest demonstrated diffuse pulmonary metastases with possible pe. A lower extremity ultrasound showed new partially occluded thrombus in the left posterior tibial vein. The patient was anticoagulated, but became anemic, requiring blood transfusion. A nuclear medicine bleeding scan performed did not suggest active gastrointestinal (gi) bleeding, however, given the history of gi bleeding, anticoagulation was discontinued. It was felt that the patient's current situation was more related to the underlying dvt, pulmonary metastases and pe. The patient remained stable and was discharged on hospital day seven. Approximately one year five months post filter deployment, the patient was hospitalized for rectal gi bleeding with anemia. The patient refused any gi scope and was treated with a proton pump inhibitor infusion and a blood transfusion. The hematocrit and hemoglobin improved and the patient was discharged on hospital day four. Approximately one year seven months post filter deployment, the patient presented with increasing shortness of breath and generalized pain and was found to have rectal bleeding with severe anemia. It was felt that the patient had end stage prostate cancer with possible sepsis. The patient was intubated, transfused and given broad-spectrum antibiotics. In spite of these, the patient went into an idioventricular rhythm with no pulse. CPR was initiated and acls protocol implemented without any success. The patient expired with cause of death listed as acute respiratory failure, sepsis and severe anemia. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year post filter deployment, a CT scan of the chest demonstrated diffuse pulmonary metastases with possible pe. Approximately one year seven months post filter deployment, the patient presented with increasing shortness of breath and generalized pain and was found to have rectal bleeding with severe anemia. It was felt that the patient had end stage prostate cancer with possible sepsis. The patient was intubated, transfused and given broad-spectrum antibiotics. In spite of these, the patient went into an idioventricular rhythm with no pulse. CPR was initiated and acls protocol implemented without any success. The patient expired with cause of death listed as acute respiratory failure, sepsis and severe anemia. Therefore, the investigation is inconclusive for the alleged filter limb detachment based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported sometime post vena cava filter deployment that allegedly the filter detached. There were no reported attempts made to retrieve the filter or detached limbs. The patient allegedly experienced bleeding and pain. Based on a review of the medical records received, approximately one year post filter deployment, the patient experienced a pulmonary embolism. Approximately one year seven months post filter deployment, the patient presented with shortness of breath and generalized pain and was found to have rectal bleeding with severe anemia. It was indicated that the patient had end stage prostate cancer with possible sepsis. The patient went into cardiac arrest and expired with cause of death listed as acute respiratory failure, sepsis and severe anemia.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. Failure of filter expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax. Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.